Event description:
Home patient (hp) reports some solution around the cassette area of the homechoice set during treatment phase dwell 1 of 4. Hp noticed the moisture at the time a system error 2240 alarm sounded. Hp discontinued treatment when the alarm sounded. There was no patient injury or medical intervention reported as a result of incident.